Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Additionally, it was reported that a cartridge alarm (alarm 09) occurred. Customer confirmed the cartridge was filled with 300 units of insulin. Reportedly, a new cartridge was successfully loaded to address the issue. Customer's blood glucose level was 67 mg/dl.